Event description:
A customer reported a dried sterrad cyclesure 24 biological indicator vial after a completed cycle in their sterrad sterilizer. The customer released the unknown contents of the load and used the items from the load on patients. There was no injury or harm reported related to this load. This event is being reported to the FDA for the user error of releasing a load that was potentially not sterile.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'dried vial' was reviewed for a timeframe of 10/2011 to 09/2012. There was no significant trend observed. Trending analysis by lot number was performed. The lot history from (B)(4) 2012 found there was no similar incidents reported. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Thirty-two (32) retains bis were submitted for functional evaluation. The product met functional specification with no dried vials reported after processing and 0+/32 bis after 24 hours of incubation. The customer complaint of dried vial was confirmed through visual analysis of the returned product and has been attributed to physical damage, most likely originating from the user. Visual analysis of the suspect bi found stress marks on the outer vial consistent with manual crushing, as well as staining patterns on the ci disc consistent with exposure to fluid during the sterrad® cycle; both of these factors combined provide objective evidence that the bi was crushed prior to processing. If physical ampoule damage occurs prior to processing, such as crushing the bi, the media fluid may escape the bi during one of the two vacuum pump down cycles. Furthermore, no problem was found with the retains product.

Manufacturer narrative:
Ni

Manufacturer narrative:
Sex: corrected from female to unknown.